Event description:
It was reported that the ilet displayed ¿pairing with sensor¿ and the user was unable to start a dexcom g7 continuous glucose monitor (cgm) sensor; the agent identified potential wireless interference from a nearby dexcom g7 receiver and guided the user to move the receiver away, restart the ilet, toggle settings, and re-enter the pairing code, after which the sensor proceeded through pairing and warm-up. No adverse clinical symptoms reported. Outcomes included restoration of the pairing process with instructions to allow time for completion and to call back if readings did not initiate. User support included technical support troubleshooting, device setting verification, and user education on correct pairing workflow and interference mitigation. Investigation of this case revealed that the likely cause was radio-frequency interference from a second cgm receiver affecting sensor pairing, with device function recovering after workflow correction and separation of devices. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and environmental interference rather than a device malfunction.

Manufacturer narrative:
Initial.